Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm in the tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported there was embedded fm was in the bd vacutainer® k2e 10.8mg plus blood collection tube.

Manufacturer narrative:
Date received by manufacturer corrected to 10/18/2016.